Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to general status worsening and cardiac insufficiency. The pulse generator exhibited backup vvi mode. The device was explanted.